Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The patient is pacer dependent. Insulation damage was suspected but was not confirmed. Provocative testing was performed and noise was reproduced when the patient coughed. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was received indicating this event was not due to a no malfunction of this product. This event was reported in manufacturer reference number 2017865-2024-66729.